Event description:
Approx 11 months after having a stent placed in the ostium of the left internal carotid artery, the pt was reported to have expired. The pt was at her daughter's home due to an unk illness when she died. The cause of death is unk, as the physicians do not have a copy of the death certificate. The pt had a significant medical history of severe pulmonary disease, hyperlipidemia, history of smoking (>5 pack's of cigarettes), diabetes mellitus, coronary artery disease, myocardial infarction, coronary percutaneous revascularization, hypertension. The pt has high risk criteria of short neck with high bifurcation. After successful stent placement during the index procedure, it was reported that there were no neurological deficits when pt left angiography suite and that the pt remained in the hosp until the next day without any adverse event.

Manufacturer narrative:
Factors that may have influenced the event include pt, procedural, pharmacological and lesion. However, there is not enough info to draw a clinical conclusion between the device and the event. A review of the mfg documentation associated with this lot presented no issues during the mfg process that can be related to the reported complaint.